Event description:
Per complaint (B)(4), a patient's buccal bone fractured due to undersized osteotomy, during initial placement of their dental implant. There was no primary stability. A shorter implant was placed. The procedure was completed within the same visit.